Event description:
A patient reported issues with the button sticking on their device, requiring significant pressure to operate. There was no reported impact to the customer's blood glucose level. The patient declined any follow-up from customer technical support, and no further information was obtained as they are currently out of warranty and in the process of renewal.